Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: the product has not returned to depuy synthes; however, a photo was provided for evaluation. Visual inspection of the returned photo found the first plate partially deployed. The needle and the suture were not placed in their original white paperboard packing. The deployed plate had foreign matter, presumably biological residue. No other anomalies could be observed. As the device show signs of use, the reported complaint of failure without use cannot be confirmed. The overall complaint was confirmed as the observed condition of the omnispan meniscal repair 12deg would have contributed to the complained device issue. Based on the investigation findings, the potential cause is traced to the handling of the needle during the procedure, it is possible that the plate was deployed while performing the assembly process into the meniscal gun. As per IFU, proper use instructions are provided. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. There was no non-conformance regarding this lot.

Event description:
It was reported that during a meniscal repair surgical procedure it was observed that the omnispan orthocord device plate detached in the packaging. Opened the packing (did not use), noted the plate was detached (as the attached. Another like device was used to complete the procedure. There was no delay in the procedure reported. There were no reports of injuries, medical intervention or prolonged hospitalization. No additional information was provided.